Manufacturer narrative:
Results of investigation: the vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported was confirmed and duplicated in the laboratory setting. The root cause of the reported issue was determined to be a failed pressure transducer on the main printed circuit board assembly.

Manufacturer narrative:
(B)(4). A vyaire field service representative (fsr) went onsite to evaluate the device. The fsr determined that the main printed circuit board (pcb) required replacing. After replacing the main pcb, the device was characterized and passed the extended system tests and operational verification procedure to manufacturer specifications. The suspect main pcb was returned to vyaire's failure analysis department for further investigation. Once the final investigation is completed, a supplemental report will be submitted.

Event description:
The customer reported that while in use with a patient, their vela ventilator displayed an unresolved "xdcr fault" alarm condition. The device was powered off and on again but it did not resolve the alarm condition. The device was taken off of the patient and replaced with no patient harm or injury.